Manufacturer narrative:
A non-sterile enterprise vrd and delivery was received for analysis coiled inside of a plastic bag. The enterprise was received inserted in a prowler select catheter. About 3mm of the stent distal section was protruded from the prowler catheter distal tip. The involved introducer tube was not returned. At the moment of try to perform the functional test a compressed condition was noted at 1.6 cm from distal end of the prowler catheter. Therefore, functional test could not be successfully performed. The product was observed under microscope and no other anomalies were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429996. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer as "stent-inability to recapture" and "delivery wire - withdrawal difficulty, snagged caught on stent" were confirmed due to the conditions of the received product. The product could not be tested due to the compressed condition that presented the prowler catheter. The exact cause of the reported issue by customer as well as the compressed condition found in the device could not be conclusively determined. However, neither the DHR review results nor the product analysis suggests that this kind of issues are related to the manufacturing process. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00114 and 1058196-2011-00115. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an assisted coiling of an aneurysms, the enterprise stent ((B)(4) lot 01429996) started to be deployed, but while trying to retrieve and reposition the stent according to its guidelines, the stent was pulled back into the prowler select plus 150/5 cm microcatheter ((B)(4)) with noticeable resistance and was not able to be recaptured. During the event, the stent was not passed the recapture point, and it appeared that the 12mm lead wire might have been caught in the tines of the stent; during advancement of the delivery system the distal end may have prolapsed due to the complex anatomy. The enterprise system and microcatheter were removed as unit. Another stent was placed and the procedure was completed without complication. The target site was the superior hypophyseal (upper ica) with an unruptured aneurysm that measure 5mmx5mm superior hypophyseal with a diameter around 3.5mm. A constant and dedicated saline source was utilized at all times. The stent was around a curve and recapturing was attempted by pushing and pulling, it is not known which was done first, recapture by pushing the microcatheter or by pulling the stent. A non-sterile enterprise vrd and delivery was received for analysis coiled inside of a plastic bag. The enterprise was received inserted in the prowler select plus microcatheter. About 3mm of the stent distal section protruded from the distal tip of the prowler select plus microcatheter. The involved enterprise introducer tube was not returned. No other anomalies were noted with microscopic examination of the enterprise as received. A compressed condition of the microcatheter was noted 1.6cm from the distal end of the microcatheter preventing movement of the enterprise system through the microcatheter. No other damages were noted on the microcatheter. The enterprise could not be advanced or withdrawn from the microcatheter with initial attempt. The microcatheter hub ID was inspected under microscope and it presented no damages. The ID of the microcatheter was measured and it was found within specification. With pulling, the stent could be removed from the microcatheter but the rest of the enterprise (delivery wire) remained in the microcatheter. Therefore the microcatheter was cut at 5cm from the distal end and at this time the proximal shaft of the enterprise device could be removed with the distal shaft remaining stuck due to the flattened sections. After the microcatheter was cut it was flushed followed by introduction of a lab sample enterprise vrd system which advanced without resistance through the microcatheter inner lumen. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01429996. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to recapture the enterprise and withdrawal difficulty was confirmed. With analysis of the returned devices, it was due to the compressed condition of the distal end of the prowler select plus microcatheter. The reported possible interaction of the delivery wire and stent tines could not be evaluated; however, there was no damages noted on the distal delivery wire as received. The exact cause of the reported event and compressed condition found on the microcatheter cannot be conclusively determined. Inspections are in place to prevent kinks/flatten damages on microcatheter from leaving the facility. Additionally, based on the received information without indication of any difficulties advancing the enterprise prior to the attempted recapture, it appears that procedural factors, possibly the reported complex anatomy may have contributed to the findings on the returned devices and the reported event. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00114 and 1058196-2011-00115.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00114 and 1058196-2011-00115. Additional information will be submitted within 30 days upon receipt.

Event description:
During an assisted coiling of an aneurysms, the enterprise stent (enf452212 lot 01429996) started to be deploy, but while trying to retrieve and reposition the stent according to its guidelines, the stent was pulled back into the prowler select plus 150/5 cm microcatheter (606s255x) with noticeable resistance. At that time, the physician removed the enterprise system and microcatheter as unit, and placed a 28mm stent (didn't have another 22mm on the shelf). During the event, the stent was not passed the recapture point, and it appeared that the 12mm lead wire might be caught in the tines of the stent. Apparently, during advancement of the delivery system, the distal end may have prolapsed due to the complex anatomy and there was resistance and there was withdrawal difficult and inability to recapture the stent. The procedure was completed without complication. A constant and dedicated saline source was utilized at all times. The stent was around a curve and was recaptured in the microcatheter by pushing and pulling, not sure which was done first. The target site was the superior hypophyseal (upper ica) with an unruptured aneurysm that measure 5mmx5mm superior hypophyseal with a diameter around 3.5mm.